Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged wound worsening is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient had chronic refectory osteomyelitis and the wound had 1-25% epithelialization, bone exposed and required serial debridement's prior to the start of v.a.c.® therapy. Kci has made multiple unsuccessful attempts to obtain additional clinical information with no response. Device labeling, available in print and online, states: precautions if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear on-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2019, the following information was reported to kci by the nurse: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was reportedly experiencing a technical issue and the patient's wound was allegedly worse since the patient's last visit to the wound clinic on (B)(6) 2019. A review of kci records indicated: on (B)(6) 2019, the physician noted that the patient had osteomyelitis present in the wound. It was also noted that the patient's wound required serial debridements and had 1-25% epithelialization with exposed muscle, tendon or bone. On (B)(6) 2019 the physician noted that bone was exposed and wound was improving. Surgical debridement was performed to remove slough in wound bed and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed. On (B)(6) 2019, the nurse noted bone exposure but no further wound issues. On (B)(6) 2019, it was noted that the patient had 1-25% epithelialization. No additional information is available. On (B)(4) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(4) 2019, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Additionally, the device was tested per quality control procedures by kci quality engineering on (B)(4) 2019 and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.